Event description:
The device was a component in the combo kit. Three lot numbers for the combo kits are in question, but the account can not confirm how many patient incidents occurred with each lot. The account reports 5 to 6 patients developed ventricular infections after the placement of the ventricular catheter. The cerebrospinal fluid was cloudy to brown in appearance. The account reports this has occurred within a two week period. Some of the patients have recovered, while others are still undergoing treatment.